Event description:
During a lap hysterectomy procedure, the surgeon was using the blade to transect the cervix and the blade fractured into two pices. Case completed with another device of the same procude code. No pt consequence.